Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08710 inches. No unexpected insulin flow blocked alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had hyperglycemia and had high blood glucose levels of 34 mmol/l and went to hospital. It was reported that the customer was not admitted to the hospital. It was reported that the customer had current blood glucose levels of 10.1 mmol/l. It was reported the customer reported symptoms related to the high blood glucose levels included vomiting. Troubleshooting was not completed at the time of call. Product is expected to return for analysis.